Event description:
Implant date: 1991. Pt complains of pain. Partial removal of hardware in 1992 due to possible impingement on nerve root. No mention of fusion. Remaining hardware not reported to have been explanted.